Event description:
The reporter reported that the stopcock plug came out of the stopcock body. There was no pt injury or treatment associated with this issue. This was reported to medex medical by the user facility.